Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned 07/03/2018 for evaluation. Performed visual test and passed. Performed pairing test with (B)(6) bluetooth device and passed. Performed transmitter functional testing and passed. Performed share log review and no issues related to customer complaint were found. The reported event of loss of connection was not confirmed.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 06/20/2018 that on (B)(6) 2018 was not confirmed via data. A probable cause could not be determined. No additional patient or event information is available.